Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low and the cause was not known. Carbohydrates were consumed to address the low bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg with a healthcare provider.